Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the end of the balloon was ruptured upon third inflation at 10atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.